Event description:
A (B)(6) old female patient called zoll customer support to report that she was receiving frequent adjust belt and check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (frequent electrode belt alarms) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse in the cable connecting ECG "a" and ECG "b". The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open wire. The patient received a replacement electrode belt.